Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not turn on anymore. The customer's blood glucose level was 300 mg/dl at the time of the incident. The customer received an insulin pump error alarm when they went into a pool for 1 min. They tried to dry the insulin pump off, inserted new battery, following which the insulin pump worked for 5 minutes and later it did not work anymore. The customer reported damage to the reservoir compartment. The customer also mentioned that the reservoir top was gone and that it had occurred before this incident happened. The insulin pump¿s reservoir ring was damaged; but the reservoir was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Device received with cracked reservoir tube lip and broken battery tube threads. The test infusion set and reservoir does lock into place.